Event description:
It was reported that the programmer had a cracked screen. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the screen was cracked and therefore the overlay was replaced and calibrated. Analysis also found an electrocardiogram (ECG) connector was loose, so the link electronic module (lem) printed circuit board was replaced and calibrated, and that the system fan was noisy, so it was replaced as well as a sluggish printer switch which was replaced and the printer drawer stop was missing so the printer drawer was replaced. Product ID: 2067, radiofrequency programmer head; (B)(4).